Manufacturer narrative:
Based on indication that a secondary surgery was required to be performed, it was determined that this occurrence is reportable.

Event description:
Loss of fixation. At seven days following the original surgery, the lifted area had dropped. Upon performing a second surgery, it was confirmed that the implant had broken. Submitting report due to indication of intervention / second surgery required. Note: the original complaint regarding the occurrence was opened on (B)(6) 2012, and closed on (B)(6) 2012. Upon recent review of complaints from past years, it was discovered that this item should have been reported to FDA. Therefore, we are submitting a report at this time.